Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Bsx provided the following information: rv lead thresholds elevated. Decision was made by md to place new rv lead at time of generator change. The rv amplitude was programmed high on the device so it is believed that the thresholds continued to rise over the years and since battery was at eri they elected to place a new lead when the generator was changed.